Manufacturer narrative:
Provided correct lot number and device manufacture date.

Manufacturer narrative:
Patient information now provided. Suspect probe returned for analysis. The test system properly verified a registration probe at .8mm but when the suspect suction tool was connected the ent software would not identify it. Suction would not verify. It was visibly bent.

Event description:
A medtronic representative reported that the 90 degree curved suction became bent during a functional endoscopic sinus surgery, after registration/verification/use. They noticed the probe was bent while still performing the surgery because the navigation system didn't recognize/verify the instrument after it became bent. The surgery continued and was completed with navigation. No reported impact on patient outcome.

Manufacturer narrative:
Patient information is not available at this time. The device manufacture date is unavailable at this time. A new 90 degree curved suction has been sent to the site for issue resolution. The suspect 90 degree curved suction has not been returned for further investigation.